Manufacturer narrative:
Event date: unknown as not provided by reporter. Lot - unknown as not provided by reporter, expiration - unknown as lot is unknown. Event evaluation - still under investigation.

Event description:
A patient who had a non-adjustable t-tack placed for a primary jejunostomy, for some reason, they only used one tack. It appears to have been placed too tightly into the skin and when it was seen on rounds 4 days later, the patient had as lot of pain, redness, possible early skin necrosis and the tack had to be sacrificed at 6 days instead of the normal 2 weeks. This is the first deleterious outcome heard of with the tacks. It was an unusual case - only 1 tack, a direct jejunostomy and then the skin complication as a result of a too tight tack. The customer is trialing this device.